Manufacturer narrative:
Occupation is patient/consumer. A replacement meter will be sent to the customer. The meter with the alleged display issue was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
We received an allegation of a display issue on coaguchek xs meter serial number (B)(4). On (B)(6)2023 the patient alleged that after changing batteries, he had the meter flashing set and date and he also had difficulty in reading the numbers. On the call, the patient was helped with setting the meter date, time and units to inr. The patient performed a display check, noting missing segments in results field and date. He also checked the meter memory and recognized that the result was missing segments. The patient stated that he was able to see the results clearly the week before and he remembered getting a meter result of 3.6 inr while on (B)(6)2023 the result can not be read. It was mentioned that there was no damage to the display or to the housing and there was no signs of moisture or debris in the battery compartment. The patient's therapeutic range was not provided.

Manufacturer narrative:
The customer's meter was received for investigation. Investigation confirmed the display segments have weak contrast. The battery contacts in the battery compartment and the circuit board are contaminated by liquid which has penetrated / corroded the solder contacts. The investigation shows contamination of the conductive rubber contacts. The contamination from improper handling lead to the complained error. Medwatch fields d9 and h3 have been updated.